Event description:
5 min after receiving protamine the patient stopped breathing. No pulse palpable. Airway inserted. Normal saline given. Patient placed on floor. Cardiac monitor showed atrial fib. Dr. Present. Pt began moaning. Spontaneous resp. Returned. Admitted to the hospital